Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end, the light guide bundle, and the light guide chipped was due to a failure of insertion tube, and the cause of the failure of insertion tube was due to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device exhibited the distal end, the light guide bundle, and the light guide found to be chipped. There was no patient involvement.